Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a traumatic arthrotomy rupture left knee. The patient had sustained an injury a few weeks prior resulting in a palpable defect above her patellar tendon. The patient underwent a revision left total knee arthroplasty articular insert with lateral release and arthrotomy repair with allograft augmentation.

Manufacturer narrative:
On (B)(6) 2014: the patient underwent a revision left total knee arthroplasty surgery due to pain and because her left knee bent outward at her knee. On (B)(6) 2015: the patient underwent a left knee total arthroplasty surgery due to pain, swelling, bruising, and because her left leg was still bent outward.

Event description:
It was reported that the patient underwent a revision left knee total arthroplasty surgery.